Manufacturer narrative:
The catheter was returned for evaluation with a guidewire. The catheter was examined and a hole in the chronoprene tubing was found distal of the distal marker band. The catheter was flushed and water exited from the tip. The guidewire was examined and the distal solder tip was found to be missing. The guidewire was then inserted into the catheter lumen. However, the guidewire was unable to pass through the catheter due to an occlusion. The occlusion material was removed and sent to s + n labs (custom chemical analysis and laboratory testing) for identification. An unsuccessful attempt was made to inflate the balloon with the returned guidewire as the balloon was found to be leaking from the hole in the chronoprene tubing. The cause for this damage could not be determined. No other anomalies were observed. The occlusion material, fibers and bulk non-fibrous materials were analyzed using fourier-transform infrared spectroscopy (ft-ir). Three types of material were observed, the main two types were paper and rayon, both of which are cellulosic. The third was a colored synthetic fiber. The bulk material was identified as clay and acrylic. (B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. The lot history record of the reported lot number has been reviewed and no discrepancies that may have contributed to the reported experience were observed.(B)(4)

Event description:
It was reported that the balloon was found to be broken during inspection; therefore, it was not used in the patient.no patient injury was reported as a result of the procedure.